Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes and on his left side. The area was described as broken skin and on the left side the area has bled. The patient stated he would have his wound care nurse look at the irritation and he later reported that he got mupirocin to treat the wounds. During a follow up, the patient reported that the irritation had improved due to the use of the mupirocin.